Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system had issues booting up. Thee site had booted 3 separate times and the system seemed to pause on the "system booting, please wait" message. The site was able to boot up successfully the 4th time. This was the initial boot for the day, and no patient was present. The system's logs were sent to the manufacturer for analysis. The system's logs were used to initiate a software investigation. The investigation was unable to determine the root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system had issues booting up. Thee site had booted 3 separate times and the system seemed to pause on the "system booting, please wait" message. The site was able to boot up successfully the 4th time. This was the initial boot for the day, and no patient was present. The system's logs were sent to the manufacturer for analysis.